Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 13.2cm from the tip and was approximately 1.2cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a rupture in the balloon.

Event description:
Reportable based on device analysis completed on 19-oct-2021. It was reported that balloon leak and inflation failure occurred. The target lesion was located in the mildly calcified superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate and it leaked right away. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon longitudinal tear.